Event description:
The hcp reported that the "pump stopped working" and the pt was no longer receiving effects of therapy. The catheter was also found to be "impermeable" and the pt underwent replacement of the catheter and the pump. A follow-up report will be sent if additional info becomes available to use.